Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that a patient image -0.25mm thickness 600x600 resolution computed tomography (CT) was loaded to the navigation system. On the registration screen, a "warning: low system memory" error appeared. The site tested patient data from different imaging partners and no surgery was planned. The system slowed down and it was impossible to do any modification on the 3d registration or proceed further into the software. The computer was restarted, and old patient imaging data was removed, but the issue did not resolve. After a call with technical services (ts), the warning message was explained. It was a precautionary message to check the volume and quantity of image data in use.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. Although the customer did not report a code 64 error, the high resolution exam that was in use could cause the software to run out of memory, which in turn could result in a low memory error and/or unexpected exit. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that technical services (ts) advised the manufacturer representative present at the time of the issue to recommend the site use images with a maximum 512x512 resolution.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that there was insufficient information to determine whether a software anomaly contributed to the reported behavior.